Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to achieve hemostasis could not be replicated in a testing environment thus could not be confirmed. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to achieve hemostasis and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, after the clip was deployed hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. The patient is doing fine. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.